Event description:
It was reported that the customer had a battery out limit alarm on the insulin pump. Customer stated that the pump started flashing and last week she had problems with the auto off feature. Customer's blood glucose level was 449 mg/dl. Customer treated with a manual injection. Customer stated that the pump alarmed during normal use. Customer will be sent a replacement battery cap. Customer was advised to monitor the pump. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).